Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion flow blocked at the site within 3 hours of insertion. The site of insertion was abdomen. No further information available.